Event description:
A distributor reported that he had heard of a vu-apod implant that started backing out. The surgeon then went back in to conduct a revision surgery to install a buttress plate over the implant to stabilize it.

Manufacturer narrative:
(B)(4) (distributor) stated that he heard of a case (but didn't know exactly when it occurred, or who the observing distributor rep was) in which a vu-apod was observed to be backing out on a post-op x-ray and the surgeon did a revision surgery and installed a buttress plate over the vu-apod to address the issue. Per the complaint log, there have not been any other reported incidents of vu-apod cage migration/backing out. The original source of the complaint ((B)(4)) was not the observing distributor, nor was he sure which rep had observed the case. I contacted (B)(4) to investigate on his end to determine which of his reps had observed the surgery in order to verify the complaint. To date, he has not uncovered any further information. At this point, we are unable to verify this complaint.